Event description:
A surgeon reported that five days following bilateral lasik surgery, the patient was diagnosed with overcorrection in both eyes. The patient had mild myopia before the surgery, and after the surgery, she was hyperopic. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).